Event description:
Pt reported that their fasttake meter was not turning on. This issue was not resolved with troubleshooting. There was no adverse event reported. Pt was feeling shaky and went to see their doctor. Pt was not given any treatment by their doctor. No further clinical info was provided.